Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed and all of the leds on the front panel lighting up could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board, faulty secondary circuit boards, and a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation. The customer's originally reported issue of no image was confirmed. And attributed to a faulty printed circuit board. It was also discovered that all indicator lights on the front panel were not working properly due to the same faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
An olympus representative reported on behalf of the customer that the customer¿s evis exera ii video system center had no image. The issue was discovered during preparation for use for a laparoscopic myomectomy procedure. The customer stopped the use of the system immediately and finished the procedure with no complications using a different device. Upon inspection and testing of the returned unit, it was also discovered that all indicator lights on the front panel were not working properly due to a faulty printed circuit board. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture both the reportable malfunction reported as well as the reportable malfunction found during evaluation.